Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the clock is a minute slower and the insulin pump has been unresponsive to brand new batteries. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had random no delivery alerts and diminished battery life. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or rewind anomaly noted during testing. Device back light properly, also programmed correct time or clock and monitored 24 hours an no anomaly noted.